Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited erratic high and low impedances, noise, and a possible fracture. The cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The ra lead was capped and replaced and the crt-d was explanted and replaced. No patient complications have been reported as a result of this event.